Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: partially within left ovary") and device expulsion ("migration/migration of essure device location of device: endometrial canal") in a 38-year-old female patient who had essure (batch no. B34587, b34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included metformin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruations issues"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation outcome was unknown and the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue and weight increased had resolved. The reporter considered device expulsion, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: dates of removal: (B)(6) 2014, (B)(6) 2017. 3 coils remaining on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Events added from pfs- migration of essure device location of device: partially within left ovary. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: partially within left ovary") and device expulsion ("migration/migration of essure device location of device: endometrial canal") in a 38-year-old female patient who had essure (batch no. B34587-invalid, b34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included metformin, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On 1 (B)(6) 2014, 6 months 12 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruations issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy) and surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on 2017. At the time of the report, the ovarian perforation, depression, anxiety, dyspareunia and abdominal pain outcome was unknown and the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue and weight increased had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: dates of removal: (B)(6) 2014, (B)(6) 2017. 3 coils remaining on both sides diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded lot # reported (b34587) is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "depression, mental anguish, dyspareunia (painful sexual intercourse). Abdominal pain", concomitant drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: partially within left ovary") and device expulsion ("migration/migration of essure device location of device: endometrial canal") in a 38-year-old female patient who had essure (batch no. B34587-invalid, b34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included metformin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2016, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruations issues"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy) and surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation outcome was unknown and the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue and weight increased had resolved. The reporter considered device expulsion, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: dates of removal: (B)(6) 2017. 3 coils remaining on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Lot # reported (b34587) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/migration of essure device location of device: endometrial canal") in a 38-year-old female patient who had essure (batch no. B34587, b34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included metformin. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruations issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue and weight increased had resolved. The reporter considered device expulsion, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: dates of removal: 31jan2014, 10feb2017. 3 coils remaining on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - on 13-nov-2013: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: lot number, reporter information, other relevant history, patient details, product information, concomitant drug, events-abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), fatigue, weight gain.the event migration of essure device location of device: endometrial canal was clubbed with previous event and was coded to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migration of essure device location of device: partially within left ovary') and device expulsion ('migration/migration of essure device location of device: endometrial canal/ migration of essure device:uterus') in a 38-year-old female patient who had essure (batch no. B34587-invalid, b34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 months 12 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruations issues"), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, depression, anxiety, dyspareunia and abdominal pain outcome was unknown and the device expulsion, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue and weight increased had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian perforation, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: dates of removal: (B)(6) 2014, (B)(6) 2017. 3 coils remaining on both sides. Discrepancy noted as per pfs plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Lot # reported (b34587) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruations issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed. At the time of the report, the device dislocation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.